Event description:
It was reported that a pt underwent an open ventral incisional hernia repair procedure on (B)(6)2009 and mesh was used. On (B)(6)2010, the pt presented to the surgeon with a one month history of epigastric protuberance. The pt had experienced a severe coughing and sneezing episode and noted the protuberance. On (B)(6)2010, the pt underwent a repair of the recurrent ventral incisional hernia. During the procedure, the mesh showed very poor ingrowth and there was a seroma that was taken down and aspirated. Gram stain was negative and the repair proceeded. The previous mesh was removed.

Manufacturer narrative:
(B)(4) -recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.